Event description:
On (B)(6) 2024, a radiographer injured their finger while trying to move the lock which moves the c arm from ap to lateral. The finger was treated as having a fracture of the proximal phalanx of the left ring finger. Medical treatment involved strapping/splinting the affected finger to the middle finger with a bandage.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed. Legal manufacturer: surgery slc - 384 n wright brothers dr. USA salt lake city, ut 84116.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is now complete. A follow-up evaluation of the injury indicates this was a minor injury and that use error may have contributed to the event. Upon discussion with a user, they informed the gehc field service engineer that they have changed their workflow to ensure the palm of the hand is used to operate the brake.